Manufacturer narrative:
This report is a post inspection retrospective review. 2016 incident.

Event description:
On (B)(6) 2016, the distributor reported to rymed that they had received notification that their customer had experienced an issue with the product. Reported that the nurse found a broken valve on the floor in the patient's room. The product had not been attached to a patient. The end cap was still attached to the set. No patient injury; never reached the patient. 1 sample was received (B)(6) 2016. It was confirmed that there was 1 incident where the connector separated prior to use. No additional details surrounding the incident are available. Reported as product code 460207, lot unknown. This report is a post inspection retrospective review. 2016 incident.